Manufacturer narrative:
Additional lot #: 161904f. Additional expiration date: 02/04/2011. Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 163029f and lot 161904f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 163029f and lot 161904f met all release criteria prior to product release. There are no similar reports for these lots. Manufacturing date for lot 161904f is 02/04/2009. (B) (4). (B) (4) (B) (4).

Event description:
Adverse event(s): "viral dots on the cornea." (Keratitis). Product problem(s): "none reported" (no information). A healthcare professional reported a patient had viral dots on the cornea following use of this product. The health care professional stated that the symptoms have resolved and the patient has used another multi-purpose solution without complaints. Four MDR's are being filed. This is 2 of 4. Additional information has been requested.